Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, a sinus arrest occurred. Ablation was performed with a tacticath quartz ablation catheter on the cavotricuspid isthmus and the mitral isthmus; however, atrial fibrillation could still be induced. A successful external cardioversion was performed. During additional ablation in the superior septal region of the left atrium, a sinus arrest occurred. The sinus node recovered with administration of atropine; however, bradycardia with intermittent sinus arrests persisted with continued antiarrhythmic therapy. A dual chamber pacemaker was then implanted and the patient was admitted for further observation and management of persistent atrial fibrillation. The arrhythmia resolved and the patient discharged in stable condition. There were no alleged deficiencies with the tacticath quartz ablation catheter.